Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a customer returned to the manufacturer their device because it would not reset and the display shows a series of lines. The device is from batch 0805c02 which was manufactured in may 2008. The investigation confirmed the customer's complaint that the device would not reset and missing dose number segments the detailed investigation determined the cause for these malfunctions was liquid ingress along with glass shards. There was dried liquid ingress and debris, some of it appearing to be small shards of glass, which gummed-up the mechanical drive mechanism resulting in a rough glide force. The matrix was coated with dried liquid with sections of missing plating where the underlying base metal had corroded due to the liquid. This damage to the matrix interfered with operation of the dial sensor causing reset mode temporary errors which prompted the customer's complaints. These observations are consistent with a broken cartridge being the likely source of the liquid ingress into the pen. These malfunctions may result in an inaccurate dose of insulin. Malfunctions confirmed. Corrective action, liquid ingress. No corrective action is planned. Users are typically aware of missing dose number segments. The direction for use prohibits continued use. Improper use and storage. There is evidence of improper use. The customer reported she dialed her last dose by counting the clicks. The user manual informs a user not to use their device if any of the parts of the device appear broken of damaged. However, this misuse is not relevant to the user's complaint or the investigation findings.

Event description:
(B)(4). The patient was taking an unspecified medication for the treatment of an unknown indication. On 20-jan-2010, the investigation of the returned device found missing segments in the dose number at the start of the eights, reset mode, and difficult to dose. This hp memoir burgundy pen was associated with product complaint (B)(4). The patient operated the device, and was trained by a nurse. The patient had used the device for six to twelve months. The device was not continued and had been returned. Refer to results/conclusion section. Update 09-feb-2010; additional information received 05-feb-2010; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; added refer to results/conclusions section to narrative. Update 10-feb-2010: upon review of this case on 10-feb-2010, the case was opened to correct errant character in the qc button on the product tab for the hp memoir pen.